Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed pump error. The customer's blood glucose reading was unknown at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further details provided.

Manufacturer narrative:
The insulin pump alarmed pump error 43 during rewind due to corroded motor assembly also, the insulin pump failed to vibrate during self-test and high sleep current due to corroded electronic assembly. Unable to perform functional test including rewind, seating, basic occlusion, occlusion, force sensor, displacement test or verify pump error 130 due to pump error 43. The battery tube was received with corrosion traces. The insulin pump was received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay.